Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00475.

Event description:
During preparation for a medical procedure, the hospital staff found that a velocity delivery microcatheter (velocity) was bent at the hub upon removal from the packaging on the back table. They opened a new velocity and noticed that it was broken at the mid shaft. The damages to the velocity devices were found prior to use and therefore, the devices were not used in the procedure. The procedure was completed using a new velocity.

Manufacturer narrative:
Results: velocity fractured approximately 66.0 cm from the hub. Due to the fracture, a functional analysis could not be completed. Conclusion: evaluation of the first returned velocity revealed a kinked device. Damage such as this may have occurred due to forceful handling of the velocity at extreme angles during removal from packaging. Evaluation of the second returned velocity revealed a fractured device. Damage such as this likely occurs due to improper handling during removal from packaging. If a device is forcefully retracted at extreme angles during removal from the packaging, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00475.